Event description:
It was reported that the distal end of the catheter broke. An expel¿ drainage catheter was used to drain bile from the duodenum. Saline and contrast media were used during the procedure. Approximately three weeks after implant it was noted that the distal duodenal part of the catheter was broken. The physician removed the catheter from the patient by pulling from the sutures, however part of the device remained in the duodenum. No patient complications were reported and the patient's status was ok.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).